Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. During the procedure there were no adverse events noted. On (B)(6) 2025 in the late afternoon a pericardial effusion was noted before the patient was discharged. Pericardiocentesis was performed and 400cc of fluid were drained. The patient is fully recovered and was discharged from the hospital on (B)(6) 2025.